Manufacturer narrative:
The insulin pump powered up properly after battery installation and no blank display was noted. The insulin pump had normal operating currents and no unexpected off no power, low battery or failed battery test alarms was noted. The insulin pump had minor cracks to the belt clip slot and a cracked reservoir tube lip.

Event description:
It was reported the customer had battery issues with their insulin pump after receiving a replacement battery cap. The customer's blood glucose was unknown. Customer reported receiving a low battery alarm and a off no power alarm. The customer stated they did not drop or bump their insulin pump. Customer also reported this was the second occurrence of a off no power alarm without a low battery warning. The customer was advised to revert to a back-up plan as their insulin pump needed to be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.